Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, a dissection occurred. The target lesion #1 was located in the right coronary artery (rca). The reference vessel diameter was 3mm and the lesion length was 14mm. Pre-procedure stenosis was 100% and post-procedure was 2% residual stenosis. Direct stenting was not attempted. A 3x16mm liberte stent was implanted. No additional procedure was performed in the target lesion. The procedure was a technical success. The target lesion #2 was located in the right coronary artery (rca). The reference vessel diameter was 3mm and the lesion length was 22mm. Pre-procedure stenosis was 80% and post-procedure was 5% residual stenosis. A 3x24mm liberte stent was implanted. An additional liberte stent was implanted to treat the dissection. The procedure was a technical success. The patient was discharged seven days later without current anginal complaints or silent ischemia. Discharge medications were asa 100mg daily/12 months and clopidogrel 75 mg daily/12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.